Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose readings and hallucination. Customer stated that she was brought home after her surgery and taken back to the hospital when her blood glucose readings increased. It was noted that the insulin pump stopped delivering and the customer was not alerted. Customer feels the insulin pump is not working properly. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.